Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The covidien customer support engineer (cse) inspected the device and upgrade the software that latest revision. The unit passed extended self testing.